Event description:
Ous MDR - it was reported that the patient was admitted to emergency department after the ICD delivered a shock. The ICD could not be interrogated with an external programmer. The patient was externally shocked due to ongoing atrial fibrillation. The device was explanted.

Manufacturer narrative:
The returned ICD was visually inspected upon receipt, and no anomalies could be seen. The initial interrogation confirmed the clinical observation; the device could no longer be interrogated. In the next step, the ICD was opened, and the internal structure was examined. Damage to the fuse that separates the battery from the electronic module and to the final shock stages was detected. These damages are with high probability the result of a shock delivery into an external low-ohmic shock path. Due to the damage to the module, the ICD could no longer be interrogated. Possible clinical complications that can lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation, as the result of which a low-ohmic contact of the high-voltage conductors occurs. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There were no indications of a material defect or manufacturing error. In summary, the analysis of the ICD showed damage to the final shock stages due to a shock delivery into an external low-ohmic shock path. The triggering of an electrical fuse led to the separation of the electrical module from the battery and, in the end, to the clinical observation. This is not a device malfunction.